Event description:
Patient was revised to address loosening of the stem at the cement/implant interface. The manufacturer of the cement used at the time of original implantation is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised to address loosening of the stem at the cement/implant interface. The manufacturer of the cement used at the time of original implantation is unknown. Doi (B)(6) 2009 - dor (B)(6) 2013 (left hip). Update 03/08/2013 - patient's medical records were received. Records indicate the patient was experiencing a clunking sensation in her hip prior to revision. The head and liner are being added to the complaint. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records, including x-rays were received. Radiolucencies can be seen along the femoral stem at the cement/implant interface confirming loosening. The cement has cracked at the distal tip of the stem. It cannot be determined, with the x-rays provided, that the complaint is product related. The patient is a (B)(6) female with a calculated bmi of (B)(6). The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.